Event description:
Customer reported that the pump battery was not charging. There was no reported adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the problem persisted. As the pump was under warranty, technical support decided to replace it. Customer was advised to use multiple daily injections as a backup therapy and agreed to return the faulty pump using a pre-paid label.